Event description:
It was initially reported that the patient experienced an allergic reaction. Specifically, the patient received some tape discs on monday (B)(6) 2014 from the manufacturer¿s representative to help keep the recharger disc in place. The patient was given about 10 packages of the discs and just received a box of 100 in the mail today. The patient did wear the discs for about 3 hours on monday as directed by the manufacturer¿s representative. The patient stated that they had a ¿flare up¿ right on the incision site all the way up to the middle of their back (¿like a triangle¿). The patient noted that they were allergic to latex. The patient had not recharged since the issue began. Review of the material indicated that the liner was white polyethylene and the coated paper adhesive was made of transparent synthetic acrylic copolymer pressure sensitive material. Follow up information reported that the patient still had concerns with the device therapy but was working with their doctor and the manufacturer¿s representative. It was believed that the patient was rejecting the ins system and that they were on daily antibiotic infusions for 4-6 weeks via a PICC line after hospitalization. It was subsequently reported on (B)(6) 2014 that the patient¿s ins system was removed from their body over the weekend due to a staph infection that was spreading. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer¿s report # 3004209178-2014-16738 for the patient¿s implantable pump issue.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708360, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3550-29, lot# n450566, implanted: 2014 (B)(6); product type accessory product ID 3587a, lot# l96060, implanted: 2001 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).